Manufacturer narrative:
Information regarding explant date was added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the affected device was explanted o n (B)(6) 2018. It was reported the current status of device was: fully explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient let the battery overdischarge and didn¿t want to replace. The rep also reported that the patient didn¿t like stimulation when laying down. The rep reported that they reprogrammed the patient and attempted a physician mode recharge (pmr) with no luck in (B)(6) 2017. The rep reported that they attempted pmr and patient assistance, but was unable to get the battery awake. The rep reported that the system was explanted. The issue was resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the implant had not been charged for about 1.5 months. The patient was scheduled for an MRI and could not put the implant into MRI mode because of the overdischarge. The representative met with the patient at a follow-up appointment and was told the patient stopped using stimulation because it did not help that much and shocked him when he laid down. It was noted that the patient did not attempt to turn down the stimulator and it was in adaptive stimulation mode. There were no falls reported to be related to the issue. The implant was attempted to be interrogated with no success and the antenna locate mode was used to try and charge. The physician mode recharge was unsuccessful and the issue was not resolved at the time of the report. Further information received from the representative reported that six physician mode recharges were attempted consecutively with recharging start attempts and all were unsuccessful. The patient decided to discontinue physician mode recharge attempts and was considering having the system explanted or replaced at a future date. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.